Manufacturer narrative:
Failure analysis noted that the pump had a constant failure of flash memory alarm followed by new software release detected alarm due to faulty mother board. There was no blank display or constant tone. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 150mg/dl. The customer stated that he woke up and the pump was giving him a series of alarms before shutting off. Initially, the pump was just making low and high tones with nothing on the screen. Because he could not make the noise stop, he removed the battery and placed it back in. After the pump powered back on he received the failure of flash memory alarm and new software release detected alarm. He was able to clear the alarm and rebooted the pump but the same alarms came up. The customer stated that he is a competitive cyclist and had issues with moisture in the pump. Troubleshooting was not able to resolve the issue. The device was returned for analysis.